Manufacturer narrative:
Customer has disposed of mattress. Evaluation cannot be completed.

Event description:
It has been reported that the pioneer mattress is frayed in the corner of the cover and blood is going through the cover. It is unknown if there was patient involvement or if there are adverse consequences to report.